Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Reportedly, there was an o-ring on the pneumatic tap. Customer removed the o-ring and received another cartridge change error. Tandem technical support made multiple attempts to follow up with customer, but was unsuccessful. Customer¿s blood glucose level was 300 mg/dl.